Event description:
A male patient underwent aaa repair in 2009. A zenith tri fab aaa graft was placed according to the instructions for use (IFU). Bilateral iliac arteries were very angled causing the iliac leg grafts to kink (1820334-2009-00288). The operator decided to use 10x4 pta balloons at the angles bilateral. Post angioplasty, the operator then decided to place zilver 12x40 stents in the iliac leg grafts. There were no patient complications.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an instructions for use (IFU) describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. At this time there are no known patient complications. The device remains implanted an no images were provided to assist in this investigation, so we are unable to determine the root cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.